Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in the deployed position and the posterior lateral needle was exposed outside of the barrel. There were two white suture tails that were exposed at the guide. One of the needle tips was broken off and still attached to one of the white suture tails. The green suture and the rest of the needles were not returned. There was a needle strike mark on the guide anterior shoulder. This confirmed the reported experience for this event because the needles will not be present at the hub. The evidence of the needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. The arteriotomy was 11f and per the instructions for use (IFU): the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. Whether this contributed to the reported difficulty is undetermined. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. Therefore, the probable cause for the needle strike mark on the barrel face and for the needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. Based on the investigation findings, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after needle deployment, the needles for the green suture could not be retrieved. This occurred during attempted suture placement in the common femoral artery using the preclose technique prior to an aortic coarctation repair procedure. The arteriotomy was 11f. The device was removed and another prostar xl device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. Additional information was not provided.